Manufacturer narrative:
The devices were not returned. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found.

Event description:
It was reported to nevro that the trial patient acquired infection post implant. The patient was hospitalized and the leads were explanted. The patient received IV antibiotics and recovered without sequelae.